Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There was no report of the pt being harmed as a result of this malfunction. It is reported that the product was not used on pt. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional info become available, a follow-up report will be submitted. Note: this case is related to pt identifier #: (B)(6) reported under MFR's report 3: 1049092-2014-00127. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
It is reported that upon taking the product off the shelf, the balloon was tested prior to use with the pt. After testing, the balloon was difficult to deflate, resulting in product not being used on the pt. It is reported that this is an additional device taken off the shelf, because the first device had a torn balloon and was discarded.

Manufacturer narrative:
Add'l info was received on june 30, 2015. Third party manufacturer performed a batch record review for lot# 13fm0216c and no exceptions were found. Four retention samples from the same lot were also examined and the appearance of the balloon/inflation port, catheter body and valve function were normal. Balloon test was performed on samples from the same lot along with other lots. The balloon was inflated with 60 ml of air and observed for 10 minutes for any change in diameter. There were no issues with inflation and no visible change in diameter. Simulation test was conducted normal usage and no blockage or leakage was noted. After a thorough batch record review no discrepancies or non-conformances were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on july 16, 2015.

Manufacturer narrative:
Add'l info was received on january 28, 2015 confirming the product lot number as stated on the initial MDR that was submitting to the FDA on may 24, 2014, MFR 1049092-2014-00128. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.